Event description:
It was reported that pump screen remained dark and would not turn on, and when screen eventually turned on, button remained extremely difficult to press and required multiple presses. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support to attempt screen recovery, then switched to multiple daily injections for backup insulin therapy, and pump was placed into storage mode for return; technical support arranged shipment of replacement pump, confirmed shipping details, and instructed customer to reenter pump settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label.